Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the male luer collar is cracked/broken. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a clearlink system solution set ¿broke into pieces.¿ this occurred while attempting to disconnect the set to change the line during infusion of propofol. The device was connected to a stopcock attached to a peripherally inserted central catheter (PICC) line. There was no patient injury or medical intervention associated with this event. No additional information is available.